Manufacturer narrative:
The initial report was submitted conservatively, but further assessment confirms that for the subject mc1vr01 model, this real time clock anomaly is limited to data timestamps and does not impact device function, therapy, or the ability to interrogate the device. Therefore, there is no risk of serious injury and the event is not reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: this reg report was incorrectly deemed reportable 9612164-2025-05481; event is not reportable, micra av (mc1avr1); no patient safety risk was identified for this model. The 1994 date is highly unusual and not expected to be correlated with patient symptoms and risk of scheduled tests running at the incorrect time of day in unchanged. End. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was identified upon internal review of data that the leadless implantable pulse generator was programmed with an incorrect real-time clock (rtc) value during post-sterilization testing at the manufacturing facility. This set the internal clock to a significantly incorrect date, which consequently affects the timestamps used for trended data and daily measurements.

Manufacturer narrative:
Continuation of d10: product ID 24970a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.